Event description:
Synovitis. Left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk, with osteoarthritis (kellgren-lawrence grade 4 with trace prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct 1997 to jul 2010. The pt's medical history was not provided. On (B)(6) 1999, the pt initiated first course of treatment with intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, into the left knee. The lot number for synvisc was not provided. On (B)(6) 1999, the pt experienced synovitis of left knee. The pt also experienced left knee effusion and 70 cc of turbid fluid with yellow-green tint was aspirated. On (B)(6) 1999, the pt experienced another episode of synovitis of left knee. The pt had mild-moderate effusion and 15 cc of yellow fluid was aspirated. The pt received treatment with xylocaine (lidocaine) at a dose of 01 cc and celestone (betamethasone) at a dose of 02 cc for the events of synovitis of left knee and left knee effusion. On (B)(6) 1999, the pt experienced another episode of synovitis of left knee and had mild-moderate effusion. On (B)(6) 1999, the pt experienced another episode of synovitis of left knee and had mild effusion. The action taken with synvisc treatment was not provided. The pt had not yet recovered from synovitis of left knee. The outcome for the event of left knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for the events of synovitis of left knee and left knee effusion was severe. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related. The causal relationship for the event of left knee effusion was not provided by the reporting physician. F/u info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from oct 1997 to jul 2010. The benefit-risk profile of the product is not altered by this report.